Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that there were frayed cables at the distal end of the pk dissecting forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed pitch cable if to recur could cause or contribute to an adverse event.